Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported pt was very sick with an infection in their body. Pt was currently in the hospital and the facility wanted to perform an MRI on the pt but was unable to do so since pt did not have their external equipment and could not put their ins into MRI mode. Caller mentioned the pt's device was turned off for 4 years since it was not working (it was understood therapy was not working). Caller stated they thought the pt's infection was related to their ins and was unable to provide event date of when pt started getting sick.